Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Event description:
It was reported that the implantable cardioverter defibrillator was explanted prophylactically due to physician concern although there was no allegation of device malfunction. No further information was available.